Event description:
The following has been reported: "error 17-0010. " error 17 is described in the technical manual as a battery charge issue. Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.